Event description:
It was reported to baxter hong kong that the minicap cracked. It is unknown when this condition occurred. There was patient involvement, however no injury was reported with this issue.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample it was found that the minicap mouth was smooth, the screw thread had no issues, no crack or damage was found. The minicap was connected to the female locked connector with no issues noted. No leakage was found during the leak test. As a result, the reported condition was not confirmed, and the assignable cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.